Event description:
A malfunction on a customer's pump was reported. The issue led to the customer's blood glucose level exceeding a normal threshold, although the specific value remained unknown as it was displayed as "high." The customer had not taken any corrective actions regarding the high blood glucose prior to contacting technical support. Technical support assisted by providing pump reset information and helped the customer reset the pump. After the reset, the malfunction did not recur, and the customer was informed they could continue using the pump. Additionally, the customer was advised to reach out again should the malfunction code re-appear.